Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that patient was morbidly obese. Per the instructions for use, the safety and effectiveness of the starclose se device have not been established for patients who are morbidly obese (body mass index greater than 35 kg/m2). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure in a morbidly obese patient. Reportedly, when the starclose se device was retracted to position the locator wings against the vessel wall, the device came out of the artery resulting in the loss of vessel access. The physician who was in-training in use of the device may have had a lot of tension when retracting the device against the vessel wall. Hemostasis was achieved using manual arterial compression. The physician thought he was still in the artery and tried to deploy the clip. The device became stuck in the tissue track but was removed easily without having to use the safety release mechanism. A hematoma less than 6 cm was noted and no treatment was required. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.